Event description:
It was reported that prior to a robotic laparoscopic transanal minimally invasive surgery, an "endoscope error" error was triggered. To resolve the issue, the team rebooted the icg and connected and disconnected the cables on the back of the tc201en module (video outputs). No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).